Event description:
During an incident in 2004 involving pt suffering distress and chest pain whose blood sugar was found, using a glucometer, to be very, high this defibrillator was being used to monitor the pt and after approximately 15 seconds, they pressed analyze to get an initial assessment as they usually do and the unit analyzed and began to charge. They aborted the shock since pt was alert. They printed a strip that they feel looked like fine vfib but not shockable but the strip was discarded. The customer wants the defib checked out for proper arrhythmia recognition.